Manufacturer narrative:
H6: investigation type - 4110: lens work order search - no similar complaint events within associated lots were found. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate visit the lens was exchanged for a same model and length, but different power lens which resolved the issue. Cause of the event is unknown.